Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device was inaccurate. No consequences or impact to patient were reported.

Event description:
The customer reported the device was inaccurate. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.  , other, other text: additional information: d4 UDI# and expiration date; h4 manufacturing date initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 3015 gd, corrected data: d1 brand name; d4 model, lot #, catalog #; and g5 510(k) #.